Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain and cloudy effluent. The cause was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with vancomycin (for nineteen days, dose, route and frequency was not reported), ceftazidime (intraperitoneally for seven days, frequency was not reported) and fluconazole (100 mg, orally for twenty three days, frequency was not reported). At the time of this report, the patient has recovered and pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Additional information: upon follow up it was reported that treatment with fluconazole was discontinued was discontinued 24 days after the event onset (previously reported as 23 days after event onset). Should additional relevant information become available, a supplemental report will be submitted.